Event description:
The device was used during a laparascopically assisted vaginal hysterectomy procedure. Reportedly, the instrument did not cut and the staples did not form properly resulting in bleeding. The surgeon applied cautery to complete the procedure. The hospital has reported no pt injury occurred.